Event description:
It was reported that during follow up, the right ventricular lead exhibited decreases in r-wave amplitudes and lead impedance. The physician elected not to take any action. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.